Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 210 units of insulin during the load sequence and that the pump touch screen was timing off sooner than expected. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A new cartridge was loaded to resolve the fill issue and the customer was able to continue to use the pump for insulin therapy and to manage their diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.